Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr), and a `cleft like' appearance at medial side anterior-2/posterior-2 (a2/p2) for a mitraclip procedure. Throughout the procedure, it was reported that imaging was challenging. During the procedure, a mitraclip xtw was successfully implanted on the a2/p2 leaflet position. A mitraclip xt was then advanced, upon grasping the posterior leaflet slipped out. The clip was repositioned and the leaflets were grasped and upon capturing a second time when the posterior leaflet slipped out again. The clip was retracted and it was visualized that there was tissue damage on the posterior leaflet. The procedure was discontinued, the final mr remained unchanged at grade 4+. There were no clinically significant delays reported.